Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our long-time experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding type of investigation code 10. This is a follow up report to add this additional code. Additional FDA coding being added after investigation of device. Adding health effect - impact code: 4627. This is a follow up report to add this additional code. Adding concomitant product: implant (B)(6) lot 433328. This is a follow up report for this additional information. Device received for this event is being corrected from ank c/x impl a9.5/d3.5/l9.5 catalog # 17-0543 to unknown ankylos cx abutment catalog # unk ankylos cx abutment. This is a follow up report for this corrected information. Correcting lot # from 433328 to unk. This is a follow up reported for this corrected information. Removing UDI # (B)(4). This is a follow up reported for removing this UDI#. This is to correct and remove the codes that were initially reported - removing codes for: component code: remove 4755. Investigation findings code - 3243. The correct codes for this complaint are: component code: 568. This is a follow up report to correct this code.